Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited no image. The type of procedure was diagnostic. The issue occurred during sedation. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: camera unit disconnection. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.